Event description:
The manufacture received information alleging that the device shut off while the patient was sleeping and when she woke up, she saw the device power cord was on fire. There were flames. She said she yanked it out of the wall and doused it. The power cord plastic was melted, wire is now exposed, and the prongs were misshapen that plug into the outlet. She stated the cord was plugged into a surge protector with a lamp that was off at the time. There was no patient harm or injury reported. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging that the device shut off while the patient was sleeping and when she woke up, she saw the device power cord was on fire. There were flames. She said she yanked it out of the wall and doused it. The power cord plastic was melted, wire is now exposed, and the prongs were misshapen that plug into the outlet. She stated the cord was plugged into a surge protector with a lamp that was off at the time. There was no patient harm or injury reported. No medical intervention was required by the patient. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.